Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was discovered on the battery board pca. The root cause of the contamination is physical abuse. The root cause of the bga failure cannot be positively identified. The root cause of the inability to charge properly cannot be distinguished between the contamination and bga failure. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charging indicating that the charger was resetting.